Manufacturer narrative:
(B) (4). (B) (4). Instrument a: firing trigger handle. Instrument b: results - (pinion axle). Eval summary - the analysis results found that the ats45 device a with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B) (4). The analysis showed that the ats45 device b was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The surgeon was using the device, went to fire, the device was locked out, pulled through the lockout and the handle broke. The second device received the same results, but the surgeon did not break the handle. Another device was used to complete the case. There was no adverse consequence to the pt.